Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 20/11 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh removal/revision on (B)(6) 2012.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior and posterior repair of cystocele and rectocele repair due to pelvic organ prolapse, stress urinary incontinence, cystocele, and rectocele.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03059. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced urinary incontinence, recurrent urinary tract infection, and vaginitis.

Manufacturer narrative:
It was reported that following insertion patient experienced urinary frequency.